Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent channel "c" keypad (all keys). This event occurred during product eval. There was no pt injury or medical intervention necessary. This pump contains unremediated user interface module master software. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all information known by the rptr at this time.